Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture, decreased pacing impedance, and varying sensing were observed on the right ventricular (rv) lead. The rv lead was suspected to be dislodged. The rv lead was repositioned to resolve the event and the patient was in stable condition.